Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for basophils for two (2) patient samples over multiple runs assayed on their coulter act 5diff al hematology analyzer. The erroneous patient sample results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. Multiple analysis were performed for each of the two (2) patient samples. For one (1) of the patient samples, the customer had sent the sample to a reference laboratory for independent confirmation (analyzer unknown). For each analysis performed that the customer deemed to be erroneous, there were flags generated by the analyzer to alert the customer to further review the patient sample. The customer reported that quality control (qc) samples were assayed both prior to and after the event and all results had recovered within the laboratory's established ranges.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the reagent pickup straw, tubing, and a valve. Repairs were verified per established procedures. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.